Manufacturer narrative:
The product was returned and the evaluation verified the complaint as valid. The device history record for lot no. 2795750 reviewed and no anomalies that could be associated with the complaint was observed. The product ID cev10395d is not insulated. The device is compliant with the manufacturing specifications. The root cause determined that the surgeon felt electric power probably because he wore damaged gloves or gloves with degraded isolating properties. However, this kind of handle is not insulated and it increase the risk of issue.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the surgeon felt electric power in his body while using the cev10395d handle dia 5mm ang. Additional information received (B)(6) 2019 and (B)(6) 2019 stated that the surgeon felt electric power, but without gravity/consequences. There was no patient injury. The surgeon had to use another pair of scissors to finish the procedure. The modification surgery time reported was ¿inferior to 30 minutes¿.